Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 900 mg/dl and ketones were present. Customer changed pump supplies. Correction boluses and manual insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Fluids and long acting insulin were administered. Elevated bg/ketones were resolved and customer was discharged on (B)(6) 2019 in stable condition with no permanent injury. Bg was 101 mg/dl. Although there were no visible issues with the pump supplies, customer alleged pump was not operating properly and reverted to using manual insulin injections for insulin therapy.